Manufacturer narrative:
Clinical review: there is a temporal relationship between pd therapy utilizing the liberty select cycler and the patient death as the patient was in active treatment at the time of death. However, there is no documentation in the complaint file to show a causal relationship between use of the device and the death. Additionally, there is no allegation of a device malfunction or deficiency reported for the death. The cause of death is unknown, but the patient has a history of cardiac disease including stent placement and diabetes mellitus type ii. Long-term survival remains poor, with only 11% of peritoneal dialysis patients surviving past 10 years. Cardiovascular disease accounts for most deaths, and dialysis patients have many traditional and nontraditional cardiovascular risk factors. Based on the available information and no allegation of a malfunction or deficiency, the liberty select cycler can be excluded as the patient¿s cause of death. Plant investigation: an investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a patient on peritoneal dialysis (pd) therapy expired while connected to the liberty select cycler. Additional information was obtained through follow-up with the patient¿s pd nurse. The patient was in treatment on (B)(6) 2020 when they were found unresponsive by their spouse. Emergency services were called, however; the patient was pronounced deceased in the home. The cause of death had not been documented. The patient did not report any recent issues with the liberty select cycler and no issues were reported for the night of the patient death. The patient did not have any recent illness but did have a history of unspecified cardiac disease with cardiac stents placed in (B)(6) 2019.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. Load cell verification testing was performed with no issues noted. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.